Event description:
During an off-pump heart bypass procedure, a black suture holder on a stabilizer blade had detached or was either missing. The surgeon did not find the suture holder tab inside the pt. The pt was x-rayed twice but the suture holder piece was still not found. No pt complications or impact was reported by the surgical staff. No additional info was reported either.